Event description:
The product complaint report shows that while performing unrelated service on the device, the facilities biomedical technician alleged the audible alarm failed to sound with ac power disconnected, during an "est". The customer reported no pt involvement. The facilities biomedical technician will replace the batteries. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.